Event description:
Boston scientific received information that patient was admitted to the hospital after experiencing a syncopal episode. Upon interrogation, it was observed there was intermittent loss of capture (loc), and an increase in pacing threshold measurements. Stored electrograms (egms) revealed loc, but no pauses of greater than 2 seconds could be confirmed. The decision was made to reprogram the pacing output, and a rv lead replacement procedure may take place within the near future. There were no additional adverse patient effects reported. Subsequently, a revision procedure was performed. The decision was made to replace this rv lead. During replacement it was observed this rv lead was not moving with the hearts contractions despite still being positioned in the apex. It was believed the damaged tissue was a possible explanation for the increased threshold.

Manufacturer narrative:
This rv lead was surgically abandoned, so therefore will not be returned for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.